Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information received: was there any damage / consequences in the patient due to the problem presented with the device? (No; yes and describe in detail) no, as soon as the instrument stopped working, it was changed to another. Does the surgeon consider that the total surgical procedure lasted beyond what was expected due to the problem with the medical device? (No; yes and how long) the change was fast, in the storage have more than one. Did the anesthetic dose have to be increased / modified due to the problem with the medical device? (No yes) no. If yes: did the increase / modification cause harm / consequence in the patient? (No; yes and clinical damage assessment) na. What is the current status of the patient? (For example: discharged without consequences arising from the problem with the device, in recovery from surgery, continues to be hospitalized due to¿ etc.) The procedure continues without problems.

Event description:
It was reported that when the echelon was shot the stomach was cut but not stapled, the doctor requested another stapler to prevent the situation from happening again. Also another cartridge was opened. No patient consequence reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 1/31/2020. D4: batch # t5ax9r. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.